Event description:
It was reported that the patient's pulse generator went into backup vvi mode. Programming changes were made, and the device was successfully restored. The patient had no adverse consequences.